Event description:
It was reported that the left cylinder of this inflatable penile prosthesis migrated and was bulging out of the left corporatomy causing discomfort. The patient underwent surgery and left rear tip extender was sized from 2cm to 1.5cm and a grap was placed over the corporatomy to ensure the cylinder does not migrate again. There were no further patient complications.